Event description:
Related manufacturer reference number: 2017865-2022-04190, 2017865-2022-04195. It was reported that the patient presented in clinic for a follow up for a pulse generator system explant due to infection. The infection was discovered by hematoma and wound dehiscence. The pulse generator, right ventricular lead, and left ventricular lead were explanted and replaced, on the right side. The patient was discharged.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.